Event description:
This case was reported by a consumer and described the occurrence of carotid artery occlusion in a pt who used super poligrip extra care with poliseal denture adhesive cream for loose dentures. The consumer called with a product question. A physician or other health care professional has not verified this report. The pt's past medical history included smoking. Concurrent medical conditions included arthritis and high cholesterol. Concurrent medications included super poligrip original denture adhesive cream, super poligrip free denture adhesive cream, lovastatin, hydrochlorothiazide + spironolactone, hydrocodone and vitamin e. On an unknown date the pt started using super poligrip extra care with poliseal denture adhesive cream and had been feeling "sick to their stomach" on and off 3 or 4 times a week for the past 4 to 5 years. In 2002, the pt was diagnosed with carotid artery occlusion and had neck surgery. Also in 2003 they had eye surgery (nos). On the date of the report the pt was feeling nauseated. Treatment with super poligrip was continued. The carotid artery occlusion resolved and the nausea and feeling sick are unresolved.